Manufacturer narrative:
(B)(4). The reported condition of a colleague infusion pump with failure code 550:320:844:0000 was confirmed in the pump's event history but not reproduced during product evaluation. This condition was caused by a disconnected p-12 connector. The p-12 connector was reconnected to correct this condition. Baxter has found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. Should additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced failure code 550:320:844:0000 along with a disconnected p-12 connector, indicating that the device failed to audibly alarm. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is an unremediated colleague pump with a user interface module software version of 5.04.00.